Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen, dose and concentration not reported, via an implantable pump. The indications for use were intractable spasticity and spinal cord injury. It was reported that the patient¿s pump hadn¿t been working for some time due to eos (end of service). The patient was taking oral baclofen and getting along well. The patient refused to have the pump replaced only explanted. It was also noted that the healthcare provider was unable to explant the total catheter. A portion of the catheter was still implanted between abdomen and back. The reporter was unaware of any factors that may have led to the issue. No diagnostics/troubleshooting had been performed and the interventions/actions reported were oral medication. The issue was resolved at the time of the report. The patient status at the time of the report was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.